Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. During the evaluation of the device, it was noted that the distal insertion end of the biopsy channel was leaking, the bending rubber glue was cracked, the light guide tube had surface damage and staining, the universal cord was scratched, the plug unit housing was damaged, and the angulation on the control unit had play. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the distal end air outlet and working channel on the evis exera iii bronchovideoscope were leaking. The leak was found during reprocessing. There were no reports of patient harm associated with this event. While the olympus technician was on site and during the evaluation of the device, it was found that there was foreign material stuck inside the biopsy channel. This report is to capture the reportable malfunction of the foreign substance inside the biopsy channel that was found during the technician's visit.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we could not identify the foreign material nor the root cause of it although it can be presumed that since the biopsy channel leaked, reprocessing could not be completed because this would cause the clogging. The event can be detected/prevented by handling the device in accordance with the following instructions for use: IFU: operation manual chapter 3 preparation and inspection states how to detect the event. IFU: reprocessing manual chapter 5 reprocessing the endoscope states preventive measures. Olympus will continue to monitor field performance for this device.